Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. A revision was performed and the crt-d along with the ra lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted. No adverse patient effects were reported. The ra lead will not be returned. Additional information indicated that the field representative confirmed that the lead was damaged during explant procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was part of the system due to infection. No adverse patient effects were reported. The ra lead was explanted.